Manufacturer narrative:
H2: corrected information in h6 (type of investigation & investigation findings). H3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The electrode at the tip is completely missing. The shaft covering is damaged and has tool markings. None of the metal shaft is exposed. A functional evaluation cannot be done on the activation of the wand due to the missing electrode. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An evaluation of the customer provided image was performed and found the device on the packaging. The detachment of the electrode can't be evaluated. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: case- (B)(4). H2: corrected data on d2a & g4 (PMA/510(k)number). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found the device on the packaging. The detachment of the electrode can't be evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for assessment.

Event description:
It was reported that during a shoulder arthroscopy, the metal electrode at the front end of the super multivac 50 icw fell into the joint cavity when using the plasma knife head for ablation. The residue was removed by combining the suction tube and forceps. The procedure was completed with a smith and nephew back up device. It is unknown if there was a delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.